Event description:
It was reported that the patient experienced dizziness and fatigue during a routine follow-up. The ventricular lead exhibited varying thresholds. Sequential threshold tests showed values ranging from 3.0 v to 4.5 v with a unipolar impedance of 270 ohms and 450 ohms in bipolar. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.